Event description:
A customer reported an event of a ¿burning smell¿ or odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A field service engineer was dispatched to the customer site. The catalytic converter and the oil mist filter were observed to be saturated and service was recommended to resolve the odor/smells issue; however, the customer declined the service, and the device was not restored to manufacturer specifications. The sterrad® nx unit was set to ¿inactive¿ and was not returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as the customer has declined service. The assignable cause of the odor/smell could not be verified since the customer declined the recommended service. The sterrad® nx unit was set to ¿inactive¿ and was not returned to service. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).